Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hyperglycemic event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they were not receiving values on the continuous glucose monitor (cgm) and noticed that the sensor had failed. It was indicated that the patient¿s glucose level was at 500mg/dl so they contacted their endocrinologist and was advised to go to the emergency room (ER). The patient stated they also contacted dexcom technical support, who called 911 for the patient. The patient was treated with 10 units of humalog in the ER and was released from the hospital the same day. Additionally, it was reported that the ER doctor summarized the issue as the patient having forgotten to take insulin for the day. At the time of contact, the patient was in healthy condition. Additional patient or event information is not available.